Event description:
It was reported from legal that a patient underwent hip revision approximately 1 month post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 0100013410, durasulâ®, alpha insert, jj/32, lot # 3191683; item # 0100551109, fitmoreâ®, hip stem, uncemented, a/9, taper 12/14, lot # 3152758; item # 4246, allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 54/jj, lot # 3196055. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this event should not have been reported under this MDR number as is a duplicate. This report should be voided and reportability will be continue under 0009613350-2024-00297.

Event description:
Upon receipt of additional information, it was determined this event should not have been reported under this MDR number as it is a duplicate. This report should be voided and reportability will be continue under 0009613350-2024-00297.